Event description:
The mms (multi measurement server) module was intermittently connecting and disconnecting. When module exhibits this symptom, it requires the time of the healthcare provider to address the issue and take steps to get a different working module, which is time lost taking care of the critically ill patient and therefore, effects patient safety. The healthcare providers need access to immediate working monitoring of unstable patients that are being cared for in the critical care areas. This is the second report on this piece of equipment; this same machine was reported with the same complaint on 01/28/2009. (First case occurred in late 2008 & was reported 1/28/09.) The biomedical technician replaced the necessary components, tested the device, and returned it to service. The device is available for onsite evaluation at our facility. Questions and comments should be directed to the biomedical director.